Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that based on visual investigation, there are no finding of cracks anywhere. However, there were deep scratches on the main tube. Black tube insulation is damaged at the distal end. The metal shaft is exposed as a result. The insulation is lifted but no missing piece. Evidence not conclusive, but damage is likely due to misuse. The instrument has 13 uses left. On (B)(4) 2013 a follow up call was made with the customer regarding the failure analysis findings. It was stated that no fragments were observed falling into the patient. The reported instrument issue was found during cleaning and sterilization. No further information was available. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during central processing, the thoracic grasper instrument was noted to have a cracked base. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.